Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that laser was not detected in ophthalmic console and cutter was not cutting. Procedure details and patient details were not reported. Additional information has been requested. Additional information has been received indicating event occurred during surgery and procedure was completed after replacing the device without any patient harm.